Event description:
An a30, flow gen was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the device was visually inspected and found no evidence of foam degradation however, a ventilator inoperative error code was confirmed in the event log. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the ventilator inoperative condition. No repair was performed. The device will be scrapped.